Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred with the infusion sets. There was no reported adverse impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to contact the customer for additional information, customer did not reply.